Event description:
A sales representative reported on behalf of a customer that, during a non-surgical event on approximately 29apr24, the pro7000de, hall oralmax elite high speed drill device ¿gets hot¿. There was no patient involvement and no report of impact or injury to a user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation found the device failed the heat test. Additionally, the unit was unable to be disassembled; collet failure was also found. Parts were replaced, the device repaired and the pm performed; the device was final tested and met all specifications. Evaluation also found the pm was overdue. The likely cause for this issue is failure to properly maintain the equipment. The service history was reviewed and found similar failure modes and repairs. A device history record review will not be conducted as the device has been in the field for more than 12 months. A two-year review of complaint history revealed there has been a total of 99 reports, regarding 103 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: perform the required preoperative functional tests for the equipment and accessories prior to each use. Continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Additionally, the IFU also advises the user that failure to follow the specified service interval could result in reduced instrument performance or overheating of the handpiece. Overheating can lead to possible burn injury to the patient or medical personnel. Rotation of handpiece usage per day will assist with proper performance; the oralmax elite high speed drills (pro7000de) shall be returned every 6 months for servicing. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that, during a non-surgical event on approximately (B)(6) 2024, the pro7000de, hall oralmax elite high speed drill device ¿gets hot¿. There was no patient involvement and no report of impact or injury to a user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.